Event description:
It was reported that the ilet user announced a lunch in order to receive insulin when glucose was elevated to 399 mg/dl, after which glucose trended downward; this was addressed as an improper method of using meal announcements for correction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem, and characterized the event as an improper or incorrect procedure related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.